Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture on ultrasound." This is for the left side. The device still remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, "implant rupture on ultrasound". This is for the left side. Healthcare professional later reported, "no rupture" and "¿bilateral capsule contracture/ rotated implants". The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.